Event description:
It was reported the implantable neurostimulator (ins) turned off spontaneously without the patient really knowing and the patient was not ¿doing well.¿ it was noted the rate had been reset to 30. The configuration was double cathode bipolar array. Zero and one were negative, three positive and that stayed. The rate went to 30 from 185 on (B)(6) 2012, and the pulse width remained the same at 90 and the amplitude was the same at 4.3 volts. The patient was re-programmed back to where she should be. Impedances were normal. X-rays of the lead were taken "at one point and it looked okay." The patient did not have a power on reset. No surgical procedures or high sources of electromagnetic interference (emi) were reported. The battery measurement was 3.72. It was later reported the patient was doing well and her tremors were well controlled.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0343947v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).